Event description:
It was reported that during the follow up of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was discovered to have reached end of life (eol) status on august 2022 and the device was suspected to be depleting prematurely. The patient had missed multiple follow up appointments during the last two years and opted to not connect their remote communicator after moving addresses. The device data was sent for analysis, which determined it was depleted far below eol, so the patient was advised that the device may be able to charge and deliver a shock at an extended charge time (above 15 seconds), with the device replacement to be as prompt as possible to ensure the continuity of therapy. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that during the follow up of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was discovered to have reached end of life (eol) status on (B)(6) 2022 and the device was suspected to be depleting prematurely. The patient had missed multiple follow up appointments during the last two years and opted to not connect their remote communicator after moving addresses. The device data was sent for analysis, which determined it was depleted far below eol, so the patient was advised that the device may be able to charge and deliver a shock at an extended charge time (above 15 seconds), with the device replacement to be as prompt as possible to ensure the continuity of therapy. The device has been explanted and replaced. The device has been returned and is pending analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during the follow up of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was discovered to have reached end of life (eol) status on (B)(6) 2022 and the device was suspected to be depleting prematurely. The patient had missed multiple follow up appointments during the last two years and opted to not connect their remote communicator after moving addresses. The device data was sent for analysis, which determined it was depleted far below eol, so the patient was advised that the device may be able to charge and deliver a shock at an extended charge time (above 15 seconds), with the device replacement to be as prompt as possible to ensure the continuity of therapy. The device has been explanted and replaced. The device has been returned and was analyzed. No adverse patient effects were reported.